Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that customer received a motor error alarm after performing a high pressure test. Customer's blood glucose was 92 mg/dl. During troubleshooting for motor error alarm, it was found that insulin pump was not exposed to magnetic field or MRI; drive support cap appeared normal and customer was able to complete rewind process. It was also reported that customer was having high blood glucose. Customer's blood glucose was over 600 mg/dl. Customer reported that high blood glucose began on (B)(6) 2016. Customer did not go to the hospital but did contact healthcare professional. Troubleshooting was performed on insulin pump to determine reason for high blood glucose. Customer declined checking for leaks or air bubble; site or insulin issues; and settings. Insulin pump failed high pressure test. Insulin pump would need to be replaced.

Manufacturer narrative:
The insulin pump passed the idle current measurement test, run current measurement test, self-test, off no power test, error test, displacement test and rewind test. However, the pump alarmed prime during the prime test at and motor error alarm during the basic occlusion test due to moisture damage force sensor resistor. We were unable to verify absence of no delivery alarm complaint and perform the occlusion test and excessive no delivery test due to prime and motor error alarm. The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, scratched reservoir tube window and minor scratched lcd window.